Manufacturer narrative:
(B)(4) patient was revised to address instability. Update rec'd 6/24/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Dob was also provided. (B)(4). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/29/15-pfs and medical records received. After review of the medical records for MDR reportability, the pfs alleges high metal ions. No revision operative note was provided. An unknown stem is being added for the alleged high metal ions. The complaint was updated on:10/26/2015.

Event description:
Patient was revised to address instability.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.